Event description:
It was reported to philips that the device gave an error stating ¿low load flavor fault¿. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse reviewed the technical log file which showed the poor hospital mains quality resulting in the low dose of x-ray shared and the voltage in was not stable. Fse restarted the system and instructed the customer to keep the device closed at night. After restart, the system was returned to use in good working order.